Event description:
Upon injections of juvaderm and voluma face filler at (B)(6) 2022-2024, I develop and continue constant medical care, surgery, pre cancer surgery removal, breathing issues, diarrhea, swelling, joint stiffness, arthritic symptoms, nauseous, fatigue, tinnitus, ongoing medical care via my va/dod (veteran affairs/ department of defense) us government health insurance monthly currently in 2025. You may pull via roi (release of information) my (B)(6), records 2022-2025.